Event description:
(B)(6) 2024: integrum has been in contact with the cpo and has received further information regarding unit (B)(6) - the axor ii has in fact not detached/fallen off the abutment, hence this case is not assessed as reportable according to 21cfr part 803.

Event description:
On 2024-06-11: integrum received unit i9496 with a report form stating that the axor ii has detached from the abutment. No fall or health consequences reported. Manufacturing investigation performed; batch documentation reviewed. No deviations found; the device has been manufactured according to specification. Technical investigation of received unit i9496 performed. During the investigation, the unit passed the functional test in regard to gripping function; the failure could not be replicated. A feedback report will be provided to the customer highlighting the importance of donning the axor ii according to the IFU, and that the axor ii should not be used if a stable connection cannot be achieved.